Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high impedances was not determined. It was noted that this information was confirmed with the physician. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of multiple back operations and post laminectomy pain. It was reported that the patient had high impedance on the 0-7 lead tail. The patient noticed in (B)(6) after an abdominal surgery that their stimulation in their leg went away and it didn't matter how high they turned it up. The patient stated that the surgery was not near the battery, but it was very superficial due to a 50 pound weight loss with cancer they are fighting. The patient stated that drug him across the table and it may have caught the battery. The impedance was run, the other lead tail was good, but primarily their left leg is most painful and that is the tail that is not working. The hcp plans to revise and see what happened, possibly changing the lead and may switch to a new system. No further complications were reported or anticipated.